Event description:
It was reported that this inflatable penile prosthesis (ipp) could not be inflated. During the procedure, full fluid loss was observed, and both cylinders were found to be ruptured with layers separated and adhered to soft tissue. The device was removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.